Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was being installed, tested and commissioned.the safety disk that was initially shipped with the cardiosave iabp have failed the membrane test under the patient interface module test. A new safety disk from our stock then installed into the cardiosave iabp. The newly installed safety disk passed the pim test.

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10,h11. Corrected fields - h6(health effect ¿ clinical code). A getinge field service engineer (fse) evaluated the unit and confirmed the issue and replaced safety disk. All functional and safety checks performed. Unit was returned to customer and cleared for clinical use after installing a new safety disk from our stock.

Event description:
N/a.